Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed multiple occlusion alarms with high force. A force sensor calibration test found that the force sensor was out of calibration. No occlusions were duplicated during testing. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that that the force sensor was out of calibration. This report is made based on the results of evaluation.